Event description:
The customer reported that the patient was detaching the freedom power adaptor from the freedom a/c power supply when the green and white base became loose from its housing. The patient switched the freedom power adaptor with his backup power adaptor. There was no adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom power adaptor will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient was detaching the freedom power adaptor from the freedom a/c power supply when the green and white base became loose from its housing. The patient switched the freedom power adaptor with his backup power adaptor. There was no adverse patient impact. Freedom power supply was returned to syncardia for investigation. Visual inspection and evaluation of freedom power adaptor confirmed the customer reported issue. Functional evaluation of freedom power adaptor revealed that the device was electrically functional in accordance with manufacturer's specifications. The root cause of the customer reported issue was a loose connector retaining nut. It is not known how the connector retaining nut became loose. The risk to patient was low because the freedom power adaptor continued to operate as intended and did not prevent the freedom driver from performing its life-sustaining functions. The patient immediately switched to their backup power adaptor with no adverse impact. Freedom power adaptor will be taken out of service. The issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.